Event description:
New information indicated that the lead continued to exhibit elevated thresholds. A micro dislodgment was suspected.

Event description:
It was reported that during a follow up, the left ventricular lead exhibited loss of capture. The device was reprogrammed and all electrical parameters were found to be within range. The patient was in good medical condition prior, during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.